Event description:
A customer contacted beckman coulter regarding two erroneously elevated magnesium (mg) results from two different pts (a & b) that were generated by the syncron lx20pro. The elevated mg result from pt a was 3.63 mg/dl. The elevated mg result from pt b was 4.05 mg/dl. Both elevated mg results were reported out of the lab. The customer indicated that a physician called the lab questioning the mg results from two of his pts (a&b). The physician called the lab based on the elevated mg results not matching their clinical picture. The customer repeated the original samples from pt a and b for mg. The repeated mg result from pt a was 1.50 mg/dl. The repeated mg result from pt b was 2.22 mg/dl. There have been reports of injury that can be associated with this event.